Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, opening and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp opening in the posterior side and have non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening in the posterior due to an unidentified (tear) opening.